Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The memobag burst when taking it out of the abdominal cavity during a laparoscopic hysterectomy. Tumor and the pieces of the bag fell in the abdominal cavity; all of the tumor was withdrawn but it was unknown whether the pieces of the bag were withdrawn completely. No health injury to the patient was reported.

Event description:
The memobag burst when taking it out of the abdominal cavity during a laparoscopic hysterectomy. Tumor and the pieces of the bag fell in the abdominal cavity; all of the tumor was withdrawn but it was unknown whether the pieces of the bag were withdrawn completely. No health injury to the patient was reported.

Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The defective device was not returned for examination. Only the photos were provided and representative samples. Reported defect can be confirmed. One hole/rupture was found in the bottom part of memobag. Such hole/rupture cannot be found after bag insertion and opening depending on character of the hole I rupture. The hole/rupture was created from the inside out. Thickness of foil creating the bag from representative samples is in tolerance per drawing. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments , cutting devices, morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of found defect. The hole I rupture was created from the inside out. As the root cause of this complaint was determined improper method of use, no corrective/preventive actions in production are deemed necessary to introduce.